Event description:
A hospital reported the following events: the pt tubing disconnected from an rt051 adult nasal interface. The lanyard of the interface was not used, the nasal prongs were still in place, but the cannula was disconnected [we understand the alleged disconnection occurred between the plastic manifold and the flexible tubing]. The pt was discolored, and their oxygen saturation was low. The nurse bagged and intubated the pt, and then realized the pt was dnr (do not resuscitate), so extubated the pt, and put him on bipap. The pt died 2 days later. The respiratory director at the hospital reported that the death was not due to the failure.

Manufacturer narrative:
The device is currently en route to the manufacturer for inspection. A lot check revealed no other similar complaint for this lot number. We will provide a follow up report with the results of our investigation.